Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that she was hospitalized for peritonitis and other issues. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2022 for worsening abdominal pain (date of onset unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient was additionally found to have an umbilical hernia. The pd effluent culture resulted positive for a gastrointestinal (gi) bacterium (unknown organism). The pdrn stated the hospital suspects the hernia is somehow the cause of the peritonitis event and the bacteria was translocated from the large colon. The patient¿s pd catheter was removed during the hospitalization, and she was temporarily transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and expected to start in-center hd on (B)(6) 2022. The patient will undergo a hernia repair surgery once the peritonitis infection has resolved. There was no information related to the antibiotic therapy prescribed for the patient. The cause of the hernia is unknown.